Event description:
It was reported that patient had a second degree burn.

Manufacturer narrative:
This event was previously reported. See MFR. Report #: 3006630150-2024-04366.

Event description:
It was reported that patient had a second degree burn.